Manufacturer narrative:
Medical records did not contain a history and physical, medication list or dialysis treatment flow records for review. The medical records did not reveal the source or cause of the patient¿s peritonitis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis.

Event description:
Medical records were received and reviewed. The patient presented to the dialysis clinic complaining of abdominal pain. He also had cloudy peritoneal dialysis fluid with fibrin. The patient's son stated the patient was getting frequent alarms on the cycler for two days, most likely due to the fibrin. The patient's blood pressure was 155/80, pulse 90, respirations 20. The physician was notified and the patient was administered vancomycin two grams intraperitoneal and gentamicin 80mg intraperitoneal. The peritoneal fluid was sent to lab for culture sensitive and revealed staphylococcus aureus peritonitis. Patient was instructed to allow six hour dwell of solution in the abdomen with antibiotics. The patient was administered intraperitoneal vancomycin and gentamycin on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The cycler was not replaced in this complaint, an evaluation was not performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse (pdrn) reported on (B)(6) 2016 that a patient was cultured on (B)(6) 2015 and the culture came back positive with peritonitis and was treated with vancomycin. The pdrn stated patient did not follow aseptic technique while performing peritoneal dialysis (pd) treatments. Patient has resumed treatments.